Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional late reported capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed, broken on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ observed red biological tissue. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.